Event description:
On 25-feb-2026 the patient reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of unknown following routine ilet use. The user was transported to the hospital by a caregiver where the user was diagnosed in a hip fracture following loss of consciousness and treated with hospital monitoring and care and discharged unknown. No long-term health effects were reported.

Manufacturer narrative:
The complaint investigation was performed by evaluation of the device engineering logs. Upon review of the available data, no device malfunction or alert conditions were identified at the time of the reported event. Device logs confirmed that alerts were triggered appropriately and consistently acknowledged, and insulin dosing was delivered in accordance with cgm input, indicating the ilet was functioning as intended. A factory reset was identified in the logs; however, no device-related failure was associated with the event. Based on the available information, the event is attributed to user-related factors, including lack of response to hypoglycemia alerts, rather than a device malfunction.